Manufacturer narrative:
Reported event was confirmed by review of medical records noting patient had elevated metal ion levels in lab results. Tarlov cysts in the central and left side sacral canal. Trunnionosis, large pseudocapsule, necrotic debris, worsening left side groin pain and elevated metal levels were all noted. Additional information does not change the outcome of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent a left hip revision approximately 8 years post implantation due to in-vivo corrosion, pseudocapsule, necrosis, pain, elevated metal ion levels, cyst, and metallosis. There appeared to be corrosive wear and debris around the base of the trunnion as well as within the taper of the femoral head. The head and liner were removed and replaced. Attempts have been made and no additional information is available at this time.

Manufacturer narrative:
Reported event is unable to be confirmed due to limited information provided by the customer. DHR was reviewed and no discrepancies were found. The root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: 00801803202 ¿ cocr head ¿ 61450704, 00630505032 ¿ xlpe liner ¿ 61526914, 00620005022 ¿ shell ¿ 61439122, 00625006520 ¿ bone screw ¿ 61515038, 00625006525 ¿ bone screw ¿ 61547354. Customer has indicated that the product will not be returned to zimmer biomet for the investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0002648920 - 2020 - 00461.

Event description:
It was reported that patient underwent a left hip revision approximately 8 years post implantation due to pain, discomfort, restricted movement and inability to engage in daily activities of life. Operative findings include corrosive wear and debris around the base of the trunnion as well as within the taper of the femoral head. The head and liner were remove and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.